Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon performed an implant procedure on (B)(6) 2013 and was aware that he left a guide block in the patient. The surgeon decided against removing the guide block from the patient due to patient care reasons and the guide block remains in the patient.